Event description:
It was reported the patient had bad connections and high impedance. The high impedance was not observed on the day of surgery. The exact impedance values were 0 - 40,000, 1- 37,422, 2- 40,000, and 3- 37, 422. A loss of stimulation was also reported. Troubleshooting was performed. The representative (rep) checked battery connections, and it gave them all red xxxx along the lead and battery. The patient had tried turning up stimulation from their remote and called tech services, no matter how high he went, he could not feel stimulation. The cause was unknown. Patient woke up monday morning and lost stimulation completely, reached out to tech services who told him he needed to reach out to a rep so they could check his system with their tablet. The rep met him late monday night and will include the summary. Checked battery connections and it gave me all red xxxx along the lead and battery. Checked impedances and all were do not use or high. Patient had tried turning up stimulation from his remote and called tech services, no matter how high he went he could not feel stimulation. The patient experienced a return of pain. The issue was ongoing. Patient has no pain management provider and the system was placed out of state originally. Battery was replaced in (B)(6) 2023. The hcp will not see the patient due to him not having pain management. The rep spoke with (B)(6) in (B)(6) if she would take a referral on him and look at replacing his leads to update to an MRI compatible lead. The rep spoke with the patient's pcp in (B)(6) at (B)(6) hospital, and they are going to get x-rays to send with the referral to an hcp. There are no imaging files or notes in his chart.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name resume tl; product ID 3986a (lot: n0031748); product type: 0200-lead; implant date (B)(6) 2005. Brand name: resume; product ID: 3586 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 1992. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.